Manufacturer narrative:
(B)(4).

Event description:
Infected abdominal fluid collection, fistula information was received in aug-2004 from a medical oncologist regarding a (B)(6) year old female patient, initials (B)(6), who has a medical history of colon cancer with intraperitoneal spread and chemotherapy. The patient underwent surgical removal of part of their abdominal wall and received sepramesh for abdominal wall repair. After the surgery (date not provided), the patient experienced a fluid collection above the mesh and under the skin which had become infected. The patient is not septic and does not have cellulitis. The fluid collection pocket drains through a fistula that has formed above the umbilicus. The patient wears a colostomy bag to collect the pus. A medical oncologist has attempted a vacuum drain to remove the contents of the pocket along with antibiotics however the infection did not resolve. Removal of the sepramesh is not an option at the patient's current stage of chemotherapy. At the time of this report, the patient has continued with chemotherapy and is doing well. The medical oncologist is currently consulting with an infectious disease specialist for other options. The relationship between sepramesh and the adverse events was not provided by the medical oncologist.